Event description:
It was reported that the customer had a crack on the reservoir chamber closer to the motor of the insulin pump. The customer's blood glucose level was 107 mg/dl. The customer stated that he received the insulin pump with a crack in it. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Findings: unit had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.